Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: cornu of the uterus/migration of essure device location of device: uterus"), pelvic pain ("severe pelvic pain/pain/pelvic area pain"), fallopian tube perforation ("perforation fallopian tube") and genital haemorrhage ("bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes from (B)(6) 2009. Concurrent conditions included dysfunctional uterine bleeding and chronic cervicitis. Concomitant products included levonorgestrel (mirena) from (B)(6) 2010 and paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2013. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines / headaches") and headache ("migraines / headaches"), 8 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal area pain") and back pain ("lower back area pain"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), nortriptyline, topiramate (trokendi), verapamil and surgery (hysterectomy (partial), hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, fallopian tube perforation, infection, menstrual disorder, depression, anxiety, migraine, headache and fatigue outcome was unknown, the pelvic pain, abdominal pain and back pain was resolving and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (discrepancy noted: plaintiff is not currently planning for essure removal). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-may-2019: plaintiff fact sheet received. Events: abdominal area pain and lower back pain was added. Event outcome was updated for the event: lower back area pain, abdominal area pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia). Treatment drug was added. Historical condition was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: cornu of the uterus"), fallopian tube perforation ("perforation fallopian tube"), genital haemorrhage ("bleeding") and pelvic pain ("severe pelvic pain/pain/pelvic area pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding and chronic cervicitis. Concomitant products included paracetamol (acetaminophen). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, fallopian tube perforation, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache and fatigue outcome was unknown, the genital haemorrhage had resolved and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (discrepancy noted: plaintiff is not currently planning for essure removal) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs and mr received. Abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, migration of essuredevice location of device: cornu of the uterus, pain, perforation (fallopian tube(s)) were added. Patient's medical history was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/migration of essure: uterus'), pelvic pain ('severe pelvic pain/pain/pelvic area pain') and fallopian tube perforation ('perforation fallopian tube') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes from (B)(6) 2009. Concurrent conditions included dysfunctional uterine bleeding and chronic cervicitis. Concomitant products included levonorgestrel (mirena) from (B)(6) 2010 and paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2013. In 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines / headaches") and headache ("migraines / headaches"), 8 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), infection ("infections"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal area pain"), back pain ("lower back area pain"), cystitis ("bladder / urinary problems -bladder infection"), urinary tract infection ("bladder / urinary problems- uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), nortriptyline, topiramate (trokendi), verapamil and surgery (hysterectomy (partial), hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, depression, anxiety, migraine, headache and fatigue outcome was unknown, the pelvic pain, genital haemorrhage, infection, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (discrepancy noted: plaintiff is not currently planning for essure removal) she had received treatment for bleeding, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/migration of essure: uterus'), pelvic pain ('severe pelvic pain/pain/pelvic area pain') and fallopian tube perforation ('perforation fallopian tube') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes from (B)(6) 2009 to (B)(6) 2009. Concurrent conditions included dysfunctional uterine bleeding and chronic cervicitis. Concomitant products included levonorgestrel (mirena) from (B)(6) 2010 to (B)(6) 2010 and paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2013. In 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines / headaches") and headache ("migraines / headaches"), 8 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), infection ("infections"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal area pain"), back pain ("lower back area pain"), cystitis ("bladder / urinary problems -bladder infection"), urinary tract infection ("bladder / urinary problems- uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe), nortriptyline, topiramate (trokendi), verapamil and surgery (hysterectomy (partial), hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, menstrual disorder, depression, anxiety, migraine, headache and fatigue outcome was unknown, the pelvic pain, genital haemorrhage, infection, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (discrepancy noted: plaintiff is not currently planning for essure removal) she had received treatment for bleeding, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event added- uterine perforation. Event outcome of event pelvic pain , bladder and urinary problem was updated as recovered/resolved and rcc added. New event uti and cystitis , vaginal infection and discharge added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.